Event description:
Prior to surgery, foley catheter was inserted into patient's urethral opening and balloon inflated with 10cc of normal saline. After surgery, rn attempted to remove 10cc. After 3cc removed of normal saline, the catheter collapsed. Unable to remove 7cc of normal saline by syringe. Xray ordered and catheter was removed by md with 7cc left in cath balloon. Patient stated 0/10 pain and was able to urinate in bed 1 hour later (incontinent).